Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the pump is not working and that the customer had been off it for two days. His blood glucose was 300 mg/dl. They were going to give themselves a bolus when they realized that the pump was exposed to some sort of sticky fluid. During troubleshooting, the caller stated they were not sure where the fluid/moisture was coming from and that the pump is vibrating without an alarm or alert. They said that the display went blank right after it was exposed to the moisture and that there is a constant tone that is occurring. They also mentioned that the pump alarmed motor error and that there was fluid in the reservoir compartment. The customer stated that he was asleep when the alarm occurred and found the fluid. The customer was advised to discontinue use of the pump and to revert to the back-up plan per his doctor¿s instructions. The insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no blank display and audio/beep anomaly noted. Insulin pump received with moisture damage on electronics assembly, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted.